Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the connectors were broken and additionally noted that both battery wires in the lower case were pinched and were routed incorrectly over the battery compartment as well as that both wires on the liquid crystal display were pinched. No insulation on any of the wires was compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was recalibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and the ventricular connectors on the external pulse generator were broken. The generator was returned for service. No patient complications have been reported as a result of this event.